Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "burning, pain, exchange from textured to smooth due to concerns with the product," and "swollen left armpit lymph node."

Event description:
Patient reported left side burning, pain and exchange from textured to smooth due to concerns with the product. Patient additionally reported left side "swollen left armpit lymph node." Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: anxiety -product/procedure: unable to observe since it is a medical event and is not related to the device. Pain: unable to observe since it is a medical event and is not related to the device. Lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician also reported bilateral rupture of both implants. The devices were explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
The device has been explanted.

Event description:
Patient reported left side burning, pain and exchange from textured to smooth. Patient additionally reported left side left side swollen lymph nodes and pain. Healthcare professional additionally reported left side rupture. Device has been explanted.